Event description:
Medical record reviewed 7-20-99. Pt admitted to hospital for eval of foreign body in right ventricle. Chest x-ray showed fractured tip of medi-port coiled in heart. Pt underwent cardiac catheterization on 7-9-99 and per report procedure was successful in extracting the fractured and displaced catheter tip. On the same day pt had removal of medi-port and insertion of new port-a-cath. Pt discharged to home in stable condition on 7-10-99.